Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beep tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. It was also noted that the right ventricular (rv) lead pacing impedances had increased to 1500 ohms. At this time, the ICD remains in service. No adverse patient effects were reported.